Event description:
Affiliate explained that there appeared to be a disconnection of the device. As a result the surgery was delayed.

Manufacturer narrative:
Upon completion of the investigation a follow up report will be filed.